Event description:
It was reported that during a pph procedure, the surgeon fired the device and the staples did not form which resulted in a serious amount of bleeding. Took an hour to control the bleeding. Case completed with suturing to control the bleeding. Pt received a temporary colostomy.